Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm. The proximal neck was 19-18 mm in diameter and 18 mm in length. The right iliac artery was 13-12 mm in diameter and the left iliac artery was 12 mm in diameter. The right femoral artery was 5.3 mm in diameter and the left femoral artery was 6.3 mm in diameter. It was reported that intra-operatively, the iliac stent graft was implanted on the left external iliac artery. The patient presented to another hospital and the CT revealed the left external iliac artery was occluded. The physician considered to treat the patient with fem-fem bypass however, the patient was elderly, so the physician decided to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (occlusion). (Cause is unknown). (B)(4).